Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d6b, g1, g2, h6.

Event description:
Patient reported left side "capsular contracture baker grade iii." The device has been explanted.

Event description:
Patient reported left side "capsular contracture baker iii." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed 1 opening assessed as fold flow opening. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side "capsular contracture baker iii." The device has been explanted.